Event description:
It was reported that an ilet user lost access to their continuous glucose monitor (cgm) readings and entered bg run after the last sensor expired, which suspended automated dosing overnight until a fingerstick blood glucose (bg) of 330 mg/dl was entered to resume dosing; the user planned to contact their healthcare provider regarding replacement sensors. Symptoms included hyperglycemia and polyuria. Outcomes included temporary interruption of automated insulin dosing with user-directed resumption via bg entry and education on bg run use and backup therapy. Investigation included technical support review, user interview, and use review. Investigation of this case revealed dosing suspension due to cgm grace period expiration and the system functioning as designed when in bg run with resumption after bg entry. It was concluded that the device operated as intended and that the event was attributable to lack of available cgm sensors rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.